Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the cdh25 instrument was used in the case. One day after the case there was bleeding (amount was not available). The surgeon conducted a reoperation to stop the bleeding. The device was discarded.